Event description:
String tears or breaks [device breakage]. String braids are not fully tightened causing it to be more fragile [device physical property issue]. Case narrative: consumer reported via email that the tampon string tears or breaks. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.